Event description:
Progressive increase in size of aaa from 2009 since excluder endograft implant. No evidence of endoleak. Aneurysm has increased in size for 6.5-cm to 11.4-cm. All lumbars and ima heading to aneurysm coiled in 2013. Aneurysm size was 8.5 in 2021 and now is 11.4-cm in 2024. Can be explained by endotension that is unique to the excluder endograft. Patient admitted on (B)(6) 2024 to have graft relined. Rapid aneurysm size increase due to endotension from excluder endograft porosity.